Event description:
The unit burned. Co's inspection revealed the pad did not burn. There was a broken lead wire at the thermostat terminal connector which caused the vinyl sleeve around the thermostat to melt. No deaths or serious injuries were reported.